Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet and, per endocrinologist recommendation, completed a factory reset followed by standard ilet setup with assistance; additional training was assigned to support prevention of future lows. Symptoms included hypoglycemia, sweating, shaking and disorientation. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included customer support troubleshooting and user guidance through device reset and setup, along with assignment of additional training. Investigation of this case revealed no device malfunction reported or confirmed, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.